Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt unwell. The patient with heart rate of 20 to 30 beats per minute was admitted to the emergency room. Upon interrogation, the right ventricular lead exhibited over sensing, loss of capture, and high impedance. The lead was capped on (B)(6) 2015. No further information was available.